Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that prior to a breast biopsy, that the device has a broken blue cable port dc adapter. There have been no patient consequences reported.